Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that the customer received an error message on the display of the adc blood glucose meter. Caller further reported that on (B)(6) 2018 at 6:00 p.m., customer experienced symptoms described as "trembling and tiredness" and was incapable of self-treating. Customer was diagnosed with severe hyperglycemia by the healthcare provider and treated with an unspecified amount of intravenous insulin. It was additionally reported that the customer was on galvus 50 mg (vildagliptin) for diabetes. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer's caregiver reported that the customer received an error message on the display of the adc blood glucose meter. Caller further reported that on (B)(6) 2018 at 6:00 p.m., customer experienced symptoms described as "trembling and tiredness" and was incapable of self-treating. Customer was diagnosed with severe hyperglycemia by the healthcare provider and treated with an unspecified amount of intravenous insulin. It was additionally reported that the customer was on galvus 50 mg (vildagliptin) for diabetes. There was no report of death or permanent injury associated with this event.